Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4095 surgical table and was unable to duplicate the reported issue. The technician tested the table, confirmed it to be operating according to specification, and returned it to service. No repairs were made. The 4095 surgical table operator manual states, "safety-precautions: tipping hazard- do not place patient on this surgical table unless floor locks are engaged. With exception of slight repositioning, as detailed in the operating instructions, never disengage floor locks when patient is on table. Failure to heed this warning can result in injury to both the patient and the operating room staff." A steris account manager will perform in-service with user facility personnel on the proper use and operation to the 4095 surgical table; this is scheduled next month ((B)(6) 2025). No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4095 surgical table "started to tip" due to an employee unlocking the table via the stabilizing hand controller and placing their weight onto the table. The table lock was re-engaged and the table was stabilized; the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris account manager conducted in-service with user facility personnel on the proper use and operation to the 4095 surgical table. No additional issues have been reported.